Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime framing coil prematurely detached before landing at the aneurysm during coil embolization surgery. The detached coil was still within, and was removed with, the echelon 10 microcatheter. A new axium coil was used to complete the procedure. Medical or surgical intervention was not required. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU), however, continuous catheter flush was not administered during the procedure. The pushwire was not bent or broken. Friction or difficulty was met during delivery. The coil was repositioned 2-3 times but attempts to detach were not made. The delivery pusher was not rotated during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Resistance was encountered at the hub of the catheter. The coil came out of the introducer sheath smoothly. No kink or damage was observed on either the coil or the catheter after removal. The causes of the resistance and the premature detachment were not determined.